Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during use during dwell 1. The baxter technical service representative (tsr) explained the message. The tsr had the home patient (hp) recycle the machine and a system error (se) 2367 occurred. The tsr informed the hp to start over using new supplies. The hp pressed go before connecting, connected to the wrong line, and then had to connect to the patient line. The hc was operational. There was patient involvement but no serious injury or medical intervention was reported. The peritoneal dialysis registered nurse (pd rn) contacted baxter product surveillance on (B)(6) 2011 regarding the reported problem. The pd rn was not aware of the system error (se) 2240. Baxter product surveillance informed the pd rn of the alarm and the use error. The pd rn would follow up with the hp and re-educate the hp regarding proper therapy techniques. No further information was provided. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A request for the return of the device was not made since the problem was caused due to use error. A follow-up report will be filed upon if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed; however per the complaint information the cause of the se 2240 is due to air being sucked into the disposable caused by the patient not being connected when therapy initiated. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress though CAPA (B)(4).